Event description:
False negative result (s). Everything was delivered as promised. I just question the validity of the test itself... I used it twice with negative results, but had symptoms. I went to my doctor, took a test, and it was positive. My husband had symptoms, took the test, and tested positive.